Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusion),h11 a getinge field service engineer (fse) evaluated the unit and could not duplicate the reported. Full calibration, and tested the unit. The unit passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) froze and stopped pumping. There was an internal error. No harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.